Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for firmware initiated a por with no reason code, on (B)(4)-2011. One patient alert for device circuit error on (B)(4)-2011 was also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for firmware initiated a por with no reason code, on (B)(6) 2011. One patient alert for device circuit error on (B)(6) 2011 was also noted.

Event description:
It was reported that the device had an electrical reset. Review of a transmission showed that the wireless telemetry was disabled. It was noted that the left ventricular (lv) lead showed out of range, but the device was not used with a lv lead. The device was cleared of the electrical reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for firmware initiated a por with no reason code, on (B)(6) 2011. One patient alert for device circuit error on (B)(6) 2011 was also noted.